Manufacturer narrative:
Visual evaluation of the returned guidewire revealed no failures with the device. On december 15, 2015, confirmation was received from the complainant stating that the correct complaint device was returned for investigation. The complaint is not consistent with the return that the distal tip was detached, exposing the tip of the metal corewire. The guidewire was found to be within specification. Based on all gathered information the most probable root cause is "not confirmed". A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02910 and 3005099803-2015-02911 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the introduction, the hydrophilic tip was detached exposing the tip of the metal corewire. A second jagwire guidewire was used and the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02910 and 3005099803-2015-02911 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the introduction, the hydrophilic tip was detached exposing the tip of the metal corewire. A second jagwire guidewire was used and the hydrophilic tip detached exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.